Manufacturer narrative:
(B)(4). Quest medical, inc. Has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Quest medical, inc. Defers to the pt's physician regarding medical history.

Event description:
The hospital reported an issue with an mps disposable delivery set during a procedure. The perfusionist reported they observed a leak in the disposable set. It was reported they continued the procedure with the same set and the procedure was successfully completed with no pt complications. The complaint sample was returned to the MFR for analysis.